Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm due to issues with the wake button sticking. Customer¿s blood glucose was 259 mg/dl. Reportedly, customer cleared the alarm and continued to use the pump for insulin therapy.